Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a fall. The caller inquired about features of the pacemaker, whether the device can be programmed to mvp with rdr, and stated that the device is operating well. The devices still in use. There were no further complications reported as a result of this event.